Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00177. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery (ca) using penumbra coil 400 coils (pc400 coils) and a penumbra coil detachment handle (handle). The physician deployed and detached two pc400 coils into the aneurysm using the handle. The physician then deployed a new pc400 coil into the cerebral artery and attempted to detach the pc400 coil using the handle; however, the physician was unable to detach the coil using the handle and via the delivery assembly. After multiple unsuccessful attempts to detach the pc400 coil using the handle, the physician forcefully detached it manually and the procedure was completed at that point. There was no report of an adverse effect to the patient.